Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio sync meter had been reading inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred on an unspecified date during 2016. The patient was unable to provide any blood glucose results obtained at this time. The patient manages their diabetes by taking set dosages of toujeo and novalog insulin and stated that they did not make any changes to their usual diabetes management regimen as a result of the alleged product issue. An unspecified period of time after the alleged product issue occurred the patient developed ¿headaches¿. As a result of this symptom the patient visited their doctor¿s office where they had their insulin dosage adjusted and they were switched to a different meter. The changes to the patient¿s insulin dosage were not documented. At the time of troubleshooting, the cca noted that the unit of measure was set correctly and an approved sample site was being used. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a product malfunction as the alleged product issue could not be resolved with troubleshooting.